Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/2/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample parallel lines of shell wear were observed on the anterior extending to the posterior aspect, suggesting in-vivo folding or creasing of the device, also an area of siltex cracking was observed on the posterior view. Within siltex cracking a tear measuring approximately 0.2 cm was noted. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 300cc mentor memorygel breast implant, lot #5643502. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with an unknown mentor gel implant experienced right sided rupture post procedure. As a result, the device was explanted on (B)(6) 2019.